Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced discomfort at ipg pocket site after losing weight. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg site was relocated. The discomfort resolved postoperatively.